Manufacturer narrative:
The 25-gauge flex laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample met product specifications. The 25-gauge flex laser probe was packaged on january 28, 2019. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser probe tip could not fit into the trocar. The laser probe was replaced with a new one and was able to complete the surgery with no harm to the patient.